Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. The device evaluation found a failing input/output printed circuit board (I/o pcb) which likely caused the reported symptom. The I/o pcb was replaced.